Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for one 3.5mm locking compression plate. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint was part of a market preference evaluation which records the complaint aspects of 2012 mpe results. It was reported that a 3.5mm locking compression proximal tibia plate-low bend was implanted on (B)(6) 2010 due to a split depression fracture that occurred while skiing. The device was removed on an unknown date due to a poor fit and being more proud laterally resulting in pain. This report is for one 3.5mm locking compression plate. This is report 1 of 2 for (B)(4).